Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4), alleging her one touch verio iq meter read inaccurately high compared her feelings and or normal results. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient on (B)(6) 2014. The patient reported that the alleged inaccuracy began on (B)(6) 2014 at 10:30 a. M. When she obtained blood glucose readings of ¿5.0, 6.0 mmol/l¿ with the subject meter. The patient stated that when the alleged inaccuracy occurred, she had developed symptoms of ¿weak, started losing consciousness, dizzy, vision blurred, and had difficulty walking¿. The patient immediately treated herself with ¿3 glucose tablets¿ and confirmed she began to feel better, 30 minutes afterwards. The patient manages her diabetes with an insulin pump. At the time of the follow-up call, the patient stated that she tests her blood glucose 6-7 times a day and that her normal/typical blood glucose readings range from ¿5.0-8.0 mmol/l¿ in the morning, ¿4.0-8.0 mmol/l¿ in the afternoon and evening, and ¿5.0-10.0 mmol/l¿ at bedtime. Prior to the onset of symptoms, the patient last tested her blood glucose on 07/20/2014 at 8:23 a. M. And obtained a reading of ¿5.3 mmol/l¿ with the subject meter. The patient stated that the result was within her ¿normal range¿ and that she took her usual dose of insulin (humalog, 1 unit) in response to the blood glucose result obtained at the time. The patient developed the symptoms ¿about 2 hours¿ afterwards. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/12/2014), the lay user/patient¿s test strips and meter have been returned on 09/10/2014 and 09/08/2014 respectively and evaluated by lifescan product analysis on 09/10/2014 with the following findings: the meter and test strips involved in this case have passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, lifescan considers this matter closed.